Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error in following the device's surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/08/2024, it was reported by a sales representative via e-mail that an ar-1588btb-ib tightrope® ii btb, reconstruction with internalbrace was fraying in the suture and the suture broke. This occurred during an acl reconstruction on (B)(6) 2024 when the surgeon was shuttling the tail of the implant there was fraying in the suture and the suture broke making the implant unusable.